Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector and the interconnect cable. The system operates as intended.

Event description:
The customer reported, the system displayed a communication error. No patient injury was reported.